Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was placed but exhibited high out of range shock impedance measurements of greater than 3000 ohms. The rv lead was removed and cleaned but a bend was observed in the helix, which was likely induced from trying to clean the electrode. The rv lead was properly removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported. The rv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A helix mechanism test failed due to the helix housing being clogged with tissue. The helix was unable to be fully retracted due to the tissue which confirmed the rotation difficulties observed in the field. The electrical allegations could not be confirmed through product testing.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was placed but exhibited high out of range pacing impedance measurements of greater than 3000 ohms. The rv lead was removed and cleaned but a bend was observed in the helix, which was likely induced from trying to clean the electrode. The rv lead was properly removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.